Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not returned. However, a review of a provided photograph confirmed the complaint. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon requested screws and therefore the loan pinnacle screw tray was opened. Upon opening, the 40mm drill was bent and therefore not usable, it wasn't used in previous cases and therefore was sent from loans damaged. Surgeon then used the 25mm drill as an alternative. After drilling and removing the drill bit from the acetabular, the drill bit broke at the point where is connects to the driver. All pieces were recovered with no adverse effects. Drill is too worn and small to determine lot number.